Manufacturer narrative:
(B)(4). Method: the heater head assembly of the complaint iw931 infant warmer was not returned to fisher & paykel healthcare in (B)(4) for evaluation. The iw931 infant warmer will not be returning for investigation as the customer plans to repair it and return it to service. Therefore, our investigation is based on a photograph and information provided by our distributor. Results: the supplied photograph showed cracking and crazing at the dome portion of the heater head. No service requests or complaints were noted for the serial number (B)(4). The subject warmer was released for distribution on 16 august 2005 and is thus already a nine year old unit. The customer stated that the infant warmer had been heavily used over the past nine years. Conclusion: it is likely that the cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: - the plastic surfaces highlighted in black contain plastic components made from polycarbonate or acrylic, and include the entire heater assembly, bassinet side panels, column cap and front panel fascias. - caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base; - caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. Our cleaning instructions recommend specific proprietary cleaning wipes that can be used to clean the front panel fascias and other highlighted warmer components.

Event description:
A distributor in (B)(6) reported that an iw931 cosycot infant warmer had a cracked warmer head and broken internal plastic screw holders. No patient consequence was reported.